Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when patient presented in clinic for routine follow up, non sustained lead noise was observed, which was triggered due to sensing latency in the discriminator channel. Device was reprogrammed and the patient notifier was turned off. Device remains implanted.